Event description:
On 05/27: customer reports that during the weekend, while performing a routine room check out, they found the room would not fluoro or perform digital spots, they experienced no problem during the previous week procedures.

Manufacturer narrative:
Liebel flarsheim mfg report: field service engineer replaced generator interface module and verified operation. Urology system returned to full service by the customer.